Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, this 27mm trifecta valve was implanted. On (B)(6) 2015, the valve was explanted secondary to a reported cuspal tear.

Manufacturer narrative:
The results of this investigation concluded cusp 1 and 2 contained tears. There was a thin layer of fibrin on all three cusps, and focal acute inflammation on cusp 2. Special stains were negative for organisms. A review of valve's device history record confirmed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears, fibrin, and inflammation were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.